Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient changed the infusion set on (B)(6) 2010 and on (B)(6) 2010, her blood glucose elevated to over 300 mg/dl. She found the self adhesive of the infusion set was not attached to her skin. She changed the infusion site and bolused through the infusion device to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.